Manufacturer narrative:
Health effect impact code: f2203- imaging required. Additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Pain : unable to observe as it is a medical event that is not related to the device. Additional observations: red encapsulation observed on the device it cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, pain.

Event description:
Healthcare professional reported right side rupture, pain and capsular contracture baker grade unknown. Healthcare professional later reported no rupture and capsular contracture baker grade baker grade iii. Device has been explanted. Treatment : pain medicine (dipyrone or paracetamol).